Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
During tracheostomy placement, the procedure resulted in an esophageal intubation. The doctor made a second attempt, with an alternate device, and was able to intubate the pt successfully. The reporter stated the bougie would not retain its shape appropriately.